Event description:
It was reported via repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Cancelled.

Manufacturer narrative:
It was reported that the customer reported that a new stretcher was bought to replace this unit and that the stretcher being investigated under this investigation was to be scrapped by stryker upon delivery of the new stretcher.